Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify unexpected battery power loss alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump received replace battery now alarm and after replacing the battery the insulin pump still alarms the replace battery now alarm. Customer stated that the contacts on the battery cap were not missing or damaged and battery compartment was neither damaged nor corroded. Customer assisted with troubleshooting, however display returned after insulin pump restart. Customer stated that the insulin pump was not exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.